Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp) reported pre-operative impedances were within normal range. Following replacement all impedances were good with the new extension wire and battery. The cause of the short wasn¿t conclusive but the rep did note the boot covering the extension was no longer over the set screws. The healthcare facility had the explanted device due to requirement to send to pathology, but the rep believed they would get the device once the facility was done with it.

Manufacturer narrative:
Other relevant device(s) are: product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 09-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported when the patient pushed on their head near the right skull cap they experienced tingling in the left hand. The hcp told the patient to wait until the neurostimulator needed replacement to explore the system. It was noted the patient had many falls and head strikes. Impedance values from january were ¿fine¿, but the battery drained very quickly in the past couple months, so the hcp suspected a short circuit. An extension replacement was scheduled for (B)(6) 2021, but the issue was not currently resolved. Relevant medical history includes parkinson¿s disease.